Event description:
It was reported that pump displayed malfunction alarm after pump became wet while customer was washing hands at work, and customer¿s blood glucose reading showed as high on meter. Customer experienced elevated blood glucose, but specific value was not known. Customer gave correction insulin by injection using multiple daily injections, did not require assistance from any third party, and worked with technical support to reset pump using provided instructions. Malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.